Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).please see medwatch report # 2032227-2014-34774.

Event description:
The customer reported that her insulin pump received a low threshold suspend alarm, due to a sensor reading of 55 mg/dl, while her blood glucose was 110 mg/dl. The customer was advised her options were to suspend or restart basal rate insulin delivery. Nothing further was reported.